Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos, and a image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the right brachiocephalic artery via the right femoral artery and right brachial artery, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in to the main branches of brachiocephalic trunk in to the right common cervical and right subclavian arteries, through the right femoral and right brachial arteries, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation. However, images and videos files were provided. Based on the photos a fractured outer sheath of the stent graft delivery system could be confirmed. It was reported that a 10f / 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, the lesion was not predilated and the device was flushed before use. Based on provided photos and videos, the investigation is closed with confirmed results for sheath fracture. A definite root cause for the reported event could not be determined. The use of this device in the treatment of aneurysm indicates an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instruction for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue until saline drips from the distal end of the delivery system". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". The instruction for use states, "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding accessories the instruction for use states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician". The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. Expiration date: 07/2026. Method, result, conclusion. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.